Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17415. It was reported the patient stopped using her scs system approximately one year ago due to experiencing overstimulation in her lower extremities which began weeks after implant. A sjm representative was unable to resolve the issue with multiple reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2013-17415. Additional historical information from the medical chart review identified the following events occurred prior to explant: (B)(6) 2013 - the patient experienced trauma to her lower back after experiencing a fall. (B)(6) 2013 - the patient presented to the physician with ineffective stimulation. It was determined the patient's lead had migrated down across her lower back. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 06/05/2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.